Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as a big leak from the instrument channel, glue being detached around the pink rubber, cracked/peeled sharp on a-rubber glue, corrosion of a-rubber glue, forceps passage problem due to a leak, one full broken element, and a loose elevator channel plug were identified. The reported event was confirmed along with no ke45 on the elevator cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of bioburden being inside the scope for 24 hours and no ke45 on the elevator cover could not be identified. However, it is likely the cause of the bioburden being inside the scope for 24 hours is related to insufficient reprocessing due to deviation from the instruction manual. The event (bioburden being inside in the scope for 24 hours) is preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. The event (no ke45 on the elevator cover) can be prevented by following the instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bioburden had been inside the ultrasound gastroscope for 24 hours and would like to check out. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. As part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.